Event description:
Information was received from a patient (pt) regarding an implantable neurostimulator (ins). Pt mentioned that when the doctor did the surgery everything became loose and a rep went to the doctor's office and reset the therapy. When agent asked pt if they still have contact to the rep pt stated they don't have any idea who the rep was but was given a different rep. During the call, patient mentioned that originally the device was installed 2013 and they've been using since 2013; then when an hcp "reinstalled" in 2020 when "everything come loose" they tried to get the therapy on and will stay on for 3 minutes and go off and come back on 4-5 minutes later. See pe (B)(4)/case (B)(4) were pt mentioned stimulation turning off. See pe (B)(4) for current therapy issues.

Manufacturer narrative:
B3: event date is not known. Please see b5 for approximate date range, if applicable. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.